Event description:
Caller reports lancet did not retract into multiclix device after firing, lancet is protruding from device cap. Reported accidental finger stick, no adverse event reported. A request was made for the return of the product, replacement was sent.

Manufacturer narrative:
(B)(6).

Event description:
It was reported by the clinician that the spring wire guide (swg) kinked during insertion. A new package was opened to finish the inertion.